Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff did not inflate and had a leakage. It was indicated that there was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of pediatric cuffed tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. A size obturator was received as well. An inflation/deflation test was performed, using a syringe 7cc of air was applied to the cuff, and it was observed the cuff the cuff held the air. The cuff, inflation line, and pvt valve were submerged into a container filled with water and no air leaks were observed in the components. The sample was left inflated 24 hours and no deflation was observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.